Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 262 mg/dl and was vomiting. Customer went to the emergency room (ER) and was diagnosed with mild diabetic ketoacidosis. ER treatment was not provided. After leaving the ER, the infusion set site was change and the cannula was observed to be bent. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.